Event description:
It was reported that a spectrum infusion pump failed air in line test and upstream occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported conditions. Performed upstream occlusion test and air test and both passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were not verified. Should additional relevant information become available, a supplemental report will be submitted.